Event description:
The reporter stated the surgeon attempted to use a 11.5mm icm115v4 implantable collamer lens. Foreign body observed. A tiny black particle was noted on lens before loading. There was no pt contact. Backup lens was implanted.

Manufacturer narrative:
(B)(4).